Manufacturer narrative:
Exemption number e2019001. All available information was investigated, and the reported gripper actuation issue was not confirmed during returned device analysis and difficulty positioning the device could not be replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation issue and difficulty positioning the device could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior leaflet. A mitraclip was advanced and once in the left ventricle it was observed that both grippers were not lowering. At this point, the clip got entangled with the subvalvular apparatus. It is unknown if it was the grippers that were entangled or not. Troubleshooting attempts were done and the device was freed. The device and undeployed clip were removed and tested outside the patient anatomy. The same issue with the grippers occurred. One other clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.